Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. During device evaluation at olympus, it was found the complaint was confirmed and noise occurred due to a damaged charged coupled device (ccd) unit. Also, evaluation found the bending section cover was loosening, the universal cord was crumpled, the objective lens was whitish, dirty and damaged, and the distal end was scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the screen of the endoeye flex 3d deflectable videoscope was blurred. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that following malfunction occurred: damage of internal circuit boards of video connector. Damage of image sensor unit. Scratches, chipping, stain of ob-lens. Image flare by external light. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.